Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: examination of the returned instrument confirmed one of the two tabs fractured, and the spring retaining the white handle is missing and was not returned for evaluation. Previous investigations have confirmed the issue of instrument breakage in the form of tab fracture. A search of the complaint database has identified a trend of this issue. CAPA (B)(4) was created on (B)(4) 2012 to determine root cause and corrective action. A health hazard meeting recommended moving to the qrb who recommended a field notice, (B)(4). A medical device correction notice was distributed on february 25, 2013 for all lots of the 2975-00-500 product code manufactured since december 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break off and potentially be left in the patient. The reamer extensions are not immediately being removed from the market and may continue to be used until a design change is implemented and new devices are available. The notice also stated when a design change is implemented depuy will conduct a formal trade-out of inventory. Co (B)(4) was implemented on (B)(4) 2014 for the new design change. Stop shipment (B)(4) was initiated on (B)(4) 2014. This stop shipment was planned to replace the old revision parts with the new revision parts. CAPA (B)(4) is in the approval stage. The root cause is attributed to design; missed design input of how the instrument could be used, lateralized or with side loading. Lateralizing was never identified through multiple design reviews, technical reviews, design surgeon meetings, or design surgeon cadaver labs. Monitor through trend analysis per (B)(4). Upon further examination of the reclaim reamer handle a missing spring was noted. A complaint database search found a trend in missing springs, however the most recent design change was not intended to address this issue. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
The tip of the reamer extension handle tabs that attaches to the reamer broke off.